Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18371, 2017865-2021-18375. It was reported that pocket infection was observed. It was noted that the atrial lead was explanted and replaced on (B)(6) 2021 after the initial implant procedure on (B)(6) 2021. The physician did not suspect that abbott products were the cause of the infection. The device system was explanted. The patient¿s condition was stable.